Event description:
The clinical manager alleged a patient was attempting to get in bed and when they leaned on the bed, it moved away from them causing the patient to fall. The customer alleged the brakes were set but did not hold. Patient did not receive injuries.

Manufacturer narrative:
The technician found that the customer moved the bed out of the room and it cannot be found. Serial # was not provided. The technician inspected every bed at the facility. He found some beds that where in rooms and the brakes were not set and others were set to steer mode. No beds were found with the brake not holding.